Manufacturer narrative:
Patient date of birth/age and weight are unknown. Additional product codes for this report include hwc. (B)(4). The device has not been explanted. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: november 13, 2015 - expiration date: october 31, 2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The sterility documentation was reviewed and determined to be conforming. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nailing (tfn) procedure on (B)(6) 2016. As the surgeon was attempting the distal cross lock, the guide missed the hole in the nail. After the angle was checked for accuracy and the insertion handle was checked for tightness, the surgeon made several additional attempts to insert the nail. Ultimately, the surgeon was able to free-hand the locking of the nail. As a result of the intra-operative issues, the procedure was extended by forty-five (45) minutes. The procedure was completed without any reported harm to the patient. Following the procedure, the guide was inspected with an alternate nail. The devices aligned without issue. This report is 3 of 3 for (B)(4).